Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel appeared to be a white crystallized contamination believed to be an infacol (simethicone) type product but otherwise could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at switch 1, proper reprocessing may not have been able to be performed and the foreign matter could not be removed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water leakage from the switch box. The device was returned for evaluation. During evaluation the following reportable malfunction was found: white contamination in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Remnants of white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air and water channel. The presence of this contamination highlights a handling and reprocessing issue. Additional evaluation findings are as follows: light cover glasses chipped, glasses adhesive worn, distal end adhesive worn, insertion tube delaminated, insertion tube had mechanical damage, switch 1 leaked, light guide tube delaminated, suction connector water leaked, up angle was not to specification, and electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.